Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens, and a haptic tore upon insertion. The lens was removed and replaced with the same model lens without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval: results - visual inspection of the returned product showed that one haptic was torn, the other haptic was bent and a piece of the lens was torn off and missing. There was a clear surgical residue on the lens. User error.